Manufacturer narrative:
The customer reported the device wont charge the battery. There was no reported patient involvement. The philips repair bench evaluated the device and found the battery pca was damaged. The battery pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. We will consider this a malfunction of the battery pca where the battery would not charge.

Event description:
The customer reported, the device won't charge the battery. There was no reported patient involvement.